Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was scheduled for wound and device check after two weeks implanted. Device was checked and low r waves and high thresholds were observed, x-ray was performed, and lead dislodgment was observed. Lead was scheduled for reposition. During the rv lead reposition, the helix could not be retracted or extended. Then a new lead was provided to complete the procedure. After the rv lead was reposition, the device torque wrench rotated clockwise but it did not hear clicking noise (impedance measure was high). The physician tried to reconnect, but it could not connect properly. A new device was used, and all leads connected without any issue. The procedure was completed with no patience adverse consequences. Related manufacturer reference number: 2938836-2020-00954.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.